Manufacturer narrative:
On (B)(6) 2010, the patient had a stent placed in an occluded right internal carotid artery. A severe stenosis of the ostium of the left internal carotid was also treated during the index procedure. Three days later, the patient was discharged to a nursing home/rehab center with a widely patent noted via ultrasound. At some unknown point after discharge, per the physician, the patient "clearly had a functional decline. The cause of this is uncertain given her neurologic co-morbid conditions". As this decline occurred while the patient was in a nursing home, the patient was not seen by the site until more than a month after discharge, on (B)(6) 2010. The patient's stroke scale that day was 3/4, compared to a baseline prior to the index procedure of 0/0. Prior to stenting, the patient had a history of bilateral hemispheric strokes, hyperlipidemia, smoking, hypertension, contralateral carotid occlusion, bilateral strokes, mild dementia and parkinson's. It was noted that the physician did not have an actual diagnosis, and told the study coordinator to call the event a stroke based on the change in the stroke score from baseline. He attributed the event to the patient's underlying medical condition, and the event was deemed unrelated to the index procedure and implanted stent. The study coordinator feels the patient has undergone the decline due to worsening of her parkinson's disease. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15137614 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. As endorsed by 2009 guidelines from the american heart association and american stroke association (aha/asa) ischemic stroke is defined as an infraction of central nervous system tissue. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
As reported by the (B)(4) registry, the physician attempted to use two angioguards during the index procedure, but they became lodged in shuttle due to kinking of the shuttle and partially deployed in shuttle during removal and failed to cross. Approximately 3 days post index procedure, the patient experienced a stroke. At the time of the index procedure, angiography revealed 95% stenosis of the left ostium of internal carotid artery. The patient's pre-procedure (B)(6) stroke scale score was 0. The patient was asymptomatic. After predilation, while advancing the first angioguard with a 6mm basket it became lodged in shuttle due to kinking of the shuttle and partially deployed in shuttle during removal. A second angioguard with a 6mm basket failed to cross the target lesion. A non-cordis non-study embolic protection device was used instead. A 9 x 30mm precise pro rx stent was implanted at the target lesion, with 20% residual stenosis. Presence of air bubbles was not noted. The patient left the angiography suite without neurological deficit or adverse event. The patient was discharged three days after the index procedure with an (B)(6) stroke scale score of 0. The event was reported to be related to the index procedure. Approximately three days post index procedure, the patient was discharged to a rehabilitation center where they experienced a neurological event. The patient's ultrasound revealed a patent stent. The patient initially presented with bilateral hemispheric strokes, and occluded right internal carotid artery and severe stenosis of the left internal carotid artery. The patient has underlying mild dementia and parkinson's disease.

Manufacturer narrative:
She clearly has had a functional decline since discharge from the hospital. The cause of this is uncertain given her neurologic co-morbid conditions. Her sister, who accompanied her today, did not recall any specific time when the decline occurred. She actually feels that the patient is a little better now than she was a week ago. Prepping/flushing difficulty was not experienced with either angioguard. The products were stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the devices prior to use. There was no damage on the box/packaging for both angioguards. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.